Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment. The bmt stated that he replaced the blood pump rotor with one from another machine to resolve the reported issue; however, he is awaiting the replacement blood pump rotor covered under warranty. The machine has been returned to service, and the faulty part [blood pump module] will be sent to the manufacturer for evaluation rga (B)(4) . The bmt stated that the patient was moved to a different machine to complete the treatment and did not experience any adverse effects or require medical intervention. Nevertheless, he stated that there was minimal blood loss due to the incident. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information: h3, h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned blood pump rotor revealed a damaged sleeve (guide sheave) on one of the rear guide pins that can easily be removed from the pin. It also found an ¿unknown substance¿ on the blood pump rotor. The returned sample was subjected to a functional test wherin the returned rotor was installed onto the blood pump module of a test machine. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The faulty sleeve dislodged from the guide pin and was contacting the rotor housing, causing ¿clicking¿ noises. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be component failure of the blood tubing roller guide.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment. The bmt stated that he replaced the blood pump rotor with one from another machine to resolve the reported issue; however, he is awaiting the replacement blood pump rotor covered under warranty. The machine has been returned to service, and the faulty part [blood pump module] will be sent to the manufacturer for evaluation [rga # (B)(4)]. The bmt stated that the patient was moved to a different machine to complete the treatment and did not experience any adverse effects or require medical intervention. Nevertheless, he stated that there was minimal blood loss due to the incident. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.